Event description:
Customer reported a failure code 570. Customer stated incident occurred before use. There were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.